Event description:
Patient thrombus, port was in right ij. Facial swelling was present catheter had to be removed. Cuff detached and stuck in patient while being removed. They were able to remove cuff.

Manufacturer narrative:
This complaint is unconfirmed since the sample was received with both lumens patent. No manufacturing defects were observed with the venous and arterial openings. The venous and arterial 360 degree multiple side holes were found patent to infusion. However, during decontamination blood residue was flushed from the catheter. The IFU states, "excessive force should not be used to flush an obstructed lumen insufficient blood flow may be caused by occluded arterial tip resulting from a clot or by contacting the wall of the vein. If manipulation of the catheter or reversing arterial and venous lines does not help, than the physician may attempt to dissolve the clot with a thrombolytic agent (i.e. Tpa). Physician discretion advised." During functional testing of the catheter no leaks were observed from the arterial or venous lumens. Gross visual and microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number information has been provided by the complainant.